Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on and the internal battery not charging was observed. The device's power management board and system board were replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.